Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the patient was told that the pump was tipped by a manufacturer representative, but then stated that "they didn't say that." It was noted that the patient was depressed and might just start detoxing and get the pump taken out. It was noted that the pump itself and the port were sitting on scar tissue and were eating away at the patient's insides, and the port was rubbing against their insides. The patient was reportedly using lidocaine patches.

Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. The pump was currently administering the following medications: bupivacaine (concentration: 0.44 mg/ml, dose rate: 3.002 mg/day), baclofen (concentration: 25.0 mcg/ml, dose rate: 187.6 mcg/day), and morphine (concentration: 40 mcg/ml, dose rate: 300.2 mcg/day). It was noted that the bupivacaine was to help the patient with her complex regional pain syndrome regarding their left arm and left leg; was therapeutic for stopping the burning. It was reported that the other ptm (older model) was better and a lot easier than the new ptm. It was noted that other patients did not like it either and had thought so too. The patient did not like needing to be reliant on power/electricity to charge the handset and communicator. The old ptm was easier and they liked that it only needed batteries. It was noted that no company representative came to teach the patient how to use the new ptm. It was further reported that the communicator was not communicating with the pump and location was also more difficult. The patient¿s personal therapy manager (ptm) handset screen displayed a no pump found message. The patient had difficulties consistently since september where she had to push 4-5 times to retry to find the pump. The date of the event regarding issue with communication was noted as having been (B)(6) 2019. The ptm handset would get stuck on 77 percent and would say no pump found. It was further noted that it was hard to do this because the pump was tipped down. The patient had to lift the pump up, so it was flat. The current pump was over a half an inch from the patient¿s belly button. The pump did not lay flat and lays tipped down. So, the only way to get the ptm to connect was by lifting the pump up. It was indicated that within 10 days of the implant, the patient broke a suture. It was stated that it was ¿knife cutting, literally¿. The patient had also spoke to a company representative who had also thought the pump was tipped. The company representative told the patient she would call the physician. The company representative was then contacted about the appointment date, but the company representative could not make the appointment, so another company representative was sent. The company representative came into the room while they were waiting for the surgeon. The patient had spoken to the surgeon. At that time it had been only a month and a half (from implant), so he told her he did not want to risk going back in, and that besides the patient could handle it. It was noted that the patient had to wait 6 months post-operation until they could do anything due to risk of infection. At the time of the report, attempting to re-synch/retry the icon to reset communication between the application and pump was being considered. Ensuring the communicator was unplugged from the charging cord, was charged, and was as close as possible to the pump (within 2.5 cm/ 1 inch) was reviewed. Moving away from any potential source of electromagnetic interference (emi) was also being considered. A replacement communicator was requested. It was further noted that when the patient would give herself a bolus, she was giving herself this "bupivacaine stuff" to help with her complex regional pain syndrome regarding their left arm left leg. The bupivacaine was therapeutic for stopping the burning. However, now the bupivacaine was going straight to her groin and then her vagina. The medication should however be going to her left leg but was numbing up her vagina and left hip. A healthcare provider (hcp) had dropped the bupivacaine from ¿30 to 20¿ and now the patient was getting no relief. As a result, the patient wrapped her legs in lidocaine patches, but this did not really do much to help. The issue regarding bupivacaine going straight to her groin and vagina, and numbing having occurred in these areas, happened in (B)(6) 2019, approximately 6 weeks ago. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient was to follow-up with their healthcare provider to discuss symptoms. No further patient complications have been reported as a result of this event.